Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for dead meter. At the time of the call the customer reported that she was not able to see well. Customer was unable to troubleshoot the meter as she was unable to locate the button on the top of the truemetrix meter. Medical attention was not needed at the time of the call. Customer stated the battery had never been changed and that it was the correct battery for the meter. Customer has been using the truemetrix meter for about 3 months.